Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that dropped to 59 mg/dl. The patient also had a urinary tract infection and was nauseous. For treatment, the patient was given glucose and breakfast. The patient also was prescribed the antibiotic cefuroxime at 500 mg strength to take 2 times per day for 7 days. The pod was worn between 36 and 48 hours on the abdomen. The pod was discarded and the patient was discharged after 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.